Manufacturer narrative:
(B)(4).

Event description:
Reported as "drain failure alarms x3 unresolved with troubleshooting". The report states that the user called "regarding 2 purge failure alarms. He endorsed there was no excessive condensation in the driveline, drain bottle had 1-2 cc and was emptied, and denied blood in the driveline. He verified the connections to the arrow iab and did not note any visible kinks or correlation with ectopy. During the alarms, he had no changes to his ECG or ap waveforms with the iabp in autopilot. He endorsed the helium as 'nearly full' with the knob in the helium compartment fully open. He verified there was no condensation buildup in the driveline. Manual purge x2 attempted. On facetime, a third and fourth 'drain failure' alarm issued. No ectopy at this time and patients hr 90-100. I asked if the patient was tachycardic for all alarms and he stated the first alarm occurred with the hr 85-90 bpm. ECG and ap waveforms appropriate with trigger acceptance noted. Drain bottle empty and no visible kinks to driveline or external drain tubing. Patient lying flat and still when alarms issues with no indication of a kink in the bpw. I assisted him in moving connections to the second iabp, which resolved alarm." No patient harm or injury. The patient status is reported as "fine".

Event description:
Reported as "drain failure alarms x3 unresolved with troubleshooting". The report states that the user called "regarding 2 purge failure alarms. He endorsed there was no excessive condensation in the driveline, drain bottle had 1-2 cc and was emptied, and denied blood in the driveline. He verified the connections to the arrow iab and did not note any visible kinks or correlation with ectopy. During the alarms, he had no changes to his ECG or ap waveforms with the iabp in autopilot. He endorsed the helium as 'nearly full' with the knob in the helium compartment fully open. He verified there was no condensation buildup in the driveline. Manual purge x2 attempted. On facetime, a third and fourth 'drain failure' alarm issued. No ectopy at this time and patients hr 90-100. I asked if the patient was tachycardic for all alarms and he stated the first alarm occurred with the hr 85-90 bpm. ECG and ap waveforms appropriate with trigger acceptance noted. Drain bottle empty and no visible kinks to driveline or external drain tubing. Patient lying flat and still when alarms issues with no indication of a kink in the bpw. I assisted him in moving connections to the second iabp, which resolved alarm." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of drain and purge failure alarms is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.